Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and fallopian tube perforation ("perforation (fallopian tubes)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis, joint inflammation, psa increased, vaginal candidiasis, cesarean section and knee operation. Previously administered products included for an unreported indication: macrobid. Past adverse reactions to the above products included hypersensitivity with macrobid. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psoriatic arthropathy ("psa (psoriatic arthritis)"), psoriasis ("psoriasis"), arthritis ("joint inflammation") and abdominal pain lower ("pain: right lower quadrant") and was found to have prostatic specific antigen ("psa"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, psoriatic arthropathy, psoriasis, arthritis, prostatic specific antigen and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, arthritis, fallopian tube perforation, pelvic pain, prostatic specific antigen, psoriasis, psoriatic arthropathy and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded): left tube perforation. ¿concerning the injuries reported in this case, the following one was described in patients medical record: psoriasis." Most recent follow-up information incorporated above includes: on 2-may-2019: the case is incident. Reporter information was added. This case is medically confirmed. This case concerns adult patient. Her demographic was added. Her historical condition was added. Lab data was added. Essure indication was amended. Essure removal date was added. Essure lot number was added. Per plaintiff fact sheet: unspecified event: injury to herself was updated to more specific events: perforation (uterus), perforation (fallopian tubes), pain: pelvic pain, psoriatic arthritis, psoriasis, joint inflammation, psa (prostatic specific antigen) and pain: right lower quadrant were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.